Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump insulin on board value had reset to zero and doesn't know how this occurred. Customer acknowledged a low battery alert had occurred and pump needed to be charged, but was not aware of a pump shutdown or storage mode reset. There was no reported impact to blood glucose. Follow up attempts were made by tandem technical support to obtain additional information, customer did not reply.

Manufacturer narrative:
Tandem technical support reviewed pump data and no unexpected shutdown, cpu reset or shelf mode were observed. All indicators show that the insulin on board feature went to zero upon normal usage. No device issues were observed,